Manufacturer narrative:
Date of event: unknown. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8205943; medical device expiration date: 2023-08-31; device manufacture date: 2018-07-24; medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown. " investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for bent pe, harm bleeding, & does not attach/detach on lot # 8205943. Unable to perform complaint log history check due to unknown lot number for does not attach/detach. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that needles were hard to detach with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: consumer reported when she removed the inner shield, she found few pen needles bent on the patient end. When she used on her skin, it caused bleeding. Sample un available. Occurence-unknown. Incident date-unknown. Lot# 8205943; expiration date-08-31-2023; item# 320109; she uses new needle each time of he injection. She also reported she had 2 boxes of some needle that was hard to detach the pen needle from the sharp container. No information from one box. 2nd box - lot# 8205943; expiration date-08-31-2023; item# 320109; sample discarded. Occurence-unknown. Incident date- unknown.